Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device failed for o2 input test (leakage test was okay, failed for flow test). This occurrence was noticed during patient ventilation (is not further specified nor explained) and during preventive maintenance by running the service software. A continuous audible alarm was observable. The flow test failed during preventive maintenance. It's not further specified or explained what went wrong during patient ventilation despite that hamilton asking for this twice. The device log files (service log, error log, event log) were provided to hamilton. This malfunction was reproducible. There is patient involvement reported but this is not further specified nor explained by the customer. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed for o2 input test (leakage test was okay, failed for flow test). - this occurrence was noticed during patient ventilation (is not further specified nor explained) and during preventive maintenance by running the service software. - a continuous audible alarm was observable. The flow test failed during preventive maintenance. It's not further specified or explained what went wrong during patient ventilation despite that hamilton asking for this twice. - the device log files (service log, error log, event log) were provided to hamilton. - this malfunction was reproducible. - there is patient involvement reported but this is not further specified nor explained by the customer. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.